Manufacturer narrative:
As per the manufacturer's subsidiary, the event happened while warming-up the unit. Troubleshooting had been done by the service engineer and confirmed that the power manager board malfunctioned and was unable to charge the battery pack. Total nominal available capacity (tnac) was very low and high byte register (nach)/low byte register (nacl) was zero even after two hours on charging mode. A new battery pack was replaced but the power manager board still malfunctioned. The power manager board was then replaced. The unit operated to the manufacturer's specifications. Per data log analysis, on (B)(6) 2018 with the charger in bulk charge, charging was detected but the capacity was remaining at 0/16. The system ran on batteries and the battery voltage was very low, 21.151 volts direct current (vdc). The system shutdown and was not powered up again until (B)(6) 2018. The charger was still in bulk charge, charging was detected but the capacity was still remaining at 0/16. Logging stopped and the system was not powered up again until (B)(6) 2018. The charger was still in bulk charge, charging was detected but the capacity was still remaining at 0/16. Now the power manager ((B)(4)) was reporting reestablishing last measured discharge (lmd) indicating a depleted battery shutdown had occurred. This behavior continued until the power manager was replaced on (B)(6) 2018 ((B)(4)). Now charging was occurring and the battery capacity was increasing.

Event description:
It was reported that during the use of the device for a non-clinical activity, a direct current (d/c) power loss occurred. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.